Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. It was determined the issue is related to the mobile application. No additional patient or event information is available. Data was received but investigation window does not reflect the alleged device and/or the alleged issue. Confirmation of the complaint was undetermined. The root cause could not be determined. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.